Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between 5/18/2018-11/25/2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was removed from the patient¿s right eye, due to unacceptable/intolerable halos, glare and dysphotopsia. There was incision enlargement. The suspect iol was replaced with a non-johnson and johnson iol. No other information was provided.